Event description:
On (B)(6) 2021, at 6:21 pm my husband and I had covid rapid ag tests (bd veritor system) done at same day health (B)(6), in order to be cleared for travel to (B)(6) the following day, at a cost of (B)(6) each (not covered by ins). Both of us are vaccinated (and pathologists knowledgeable about covid). We stayed in our cars as the tech procured the samples. I noticed the swab went directly into an empty plastic (B)(6) bag; the swab touched the outside of the bag in the case of my husband's test, before being put in. About 30' later we got the results--mine was negative and my husband's was positive. If we hadn't been pathologists who understood "false positive", a 2-week trip to (B)(6) would not have happened and my husband would have had to quarantine (unnecessarily) for 2 weeks at home. Fortunately we found a nearby (B)(6) center offering the rapid ag test (covered by ins); at 7:42 pm my husband underwent another test which was negative. The following day I emailed same day health (never got a response) and called (B)(6) to report this, urging them to look into their quality control. A customer service rep. Took the info and assured me someone would get back to me. They did not. On (B)(6) 2021 we landed in (B)(6); (B)(6) was requiring daily covid testing for u.s. Travelers. My husband was tested (rapid ag) (B)(6) 2021, in (B)(6) --all negative. We spent 2 weeks in europe and prior to traveling home to the u.s., he was again tested on (B)(6) (rapid ag) and was again negative. This "mill-for-profit" operation should be investigated. Shortly before this happened, my neighbor had to have her pcr covid test repeated 3 times at the same location before she was confirmed to be positive. (She had symptoms after traveling; the first 2 tests were "inconclusive".) False positive tests have far-reaching consequences to people and can unnecessarily disrupt their lives, particularly if they don't have the option to get an alternative test when travel is imminent for example. I urge you to look into this matter. I have reports of 5 subsequent rapid ag covid tests (including one taken an hour later) showing negative results. FDA safety report ID# (B)(4).